Event description:
Follow up reported the control magnet was turned on. The magnet was turned off and since then the patient had not complained about another adverse event of auto-starting of the device. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported the implantable neurostimulator (ins) turned on "by his own." The patient had a battery replacement in 2011 due to normal discharge of the battery and the new ins worked fine until the summer of this year. The ins turns on when the stimulator is turned off completely with "no flash sign." The event happened 6-7 times in the past two months. The patient was alive at the time of the report with no injury or adverse event. There were no patient symptoms or injuries related to this event. The device was reprogrammed and impedance measurements were taken. All impedances were "fine" and between 419 and 761 ohms, except "1<(>&<)>g" and "2<(>&<)>g". It was noted the leads implanted at time of old battery implant in 2001 remained implanted.

Manufacturer narrative:
(B)(4).